Event description:
It was reported that the ilet did not display dexcom cgm readings and the dexcom page on the ilet repeatedly cycled between start sensor and replace or stop sensor without initiating pairing, while the dexcom app continued to show glucose values; device settings showed a bluetooth version of 0.0.0 and the user was advised to operate in bg run mode until a replacement was provided. Symptoms included no device alarms and no reported adverse clinical effects; the user¿s blood glucose was reported at 107 mg/dl and not affected. Outcomes included continued diabetes therapy with the ilet in bg run mode and ongoing cgm monitoring via the dexcom app, without medical intervention or hospitalization. Investigation included troubleshooting steps such as device restart, sensor start attempts with re-entry of the pairing code, sensor type toggling between g6 and g7, and review of device bluetooth version. Investigation of this case revealed a failure of the ilet to establish bluetooth communication with the cgm sensor, consistent with a device communication malfunction associated with the device¿s bluetooth component. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction due to faulty chip in hoverboard.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.